Manufacturer narrative:
.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump is alarming sensor error. Customer's blood glucose level was 142 mg/dl. Customer has changed the sensor twice and is still alarming sensor error. Troubleshooting was performed. Alarms were verified in the history. Sensor was inserted the same day on the left side of the abdomen, five inches from the belly button. The sensor appears to be fully inserted and was flat on the skin. Customer was asked to disconnect transmitter from sensor, no damaged connecters noted. Test plug procedure was done and transmitter lcd light was not flashing. Customer was advised it is possible that transmitter is not functioning correctly. No further information reported.